Manufacturer narrative:
The information provided was copied from the user facility medwatch report received by the manufacturer.

Event description:
Reporting status: serious injury/permanent damage. Reporting rationale: dislodged stent may remain in pt. Device issue: dislodged stent. It was reported that the stent came off the balloon before deployment and could not be located in the pt or sterile field. The procedure was done through radial artery access. Additional information received from the medwatch form: did this event involve an electrophysiology procedure or an attempted electrophysiology procedure: no. What was the original intended procedure? Coronary stent deployment to ostial lesion of svg. No additional event or pt information is available. You are receiving this MDR report from abbott vascular as bsc distributes promus in the us as its brand label of abbott vascular's drug eluting stent.